Manufacturer narrative:
(B)(4). G2: foreign - event occurred in the UK customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital discarded as a biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the metal tip of drill snapped and had to be retrieved from bone, which took an approximate additional thirty (30) minutes. It was noted that there was extreme force put against the drill as the surgeon moved the knee whilst the cannula was in place. No patient harm or consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photograph identified that the drill tip has fractured. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. The root cause of the reported issue is attributed to use-error. Per the IFU, users are to not bend or exert unnecessary force on cannula during insertion to avoid damaged or broken cannula. Exerting force on the cannula or knee during insertion can damage the cannula and surrounding bone. The users are not to attempt to bend or exert force on the cannula or joint while the accuport is inserted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.